Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead was attempted but not used because the helix would not advance. No patient complications were reported as a result of this event.

Event description:
It was reported the lead was attempted but not used as the physician could not advance the helix. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The helix would not extend due to being over-retracted. There was blood in/on the helix mechanism.